Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 124 mg/dl. Customer stated pump broken at the top of the screen, the display in the background is distorted. The insulin pump will be returned for analysis.